Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient felt stimulation too strong during positional changes, and the clinic did not direct her on setting adjustments for positional changes. It was noted that the patient had a shocking or jolting sensation. The patient was referred to the clinic for follow-up. It was unknown if any diagnostic testing or troubleshooting was performed. It was reported that symptoms included uncomfortable stimulation when sitting and during positional changes at an unknown location. The patient status was noted as no injury. Additional information has been requested but was not available as of the date of this report.